Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect0109 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had stayed in the hospital since catheter placement on (B)(6) 2019. When the dressing was being changed at night of (B)(6) 2019, it was found that infusion slowed down. The catheter was flushed using normal saline, but this made the rupture of the extension tube. Therefore, the extension tube was replaced with a new one, and the infusion went back to normal.